Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a technical support specialist confirmed that the server was rebooted shortly after the case was created, after which messages and orders began processing as expected. No further issues were reported. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, new orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.